Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sigmoidectomy, for the 1st firing, the firing was unable to be performed. The procedure was completed with another device. There was no patient harm.